Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. System check was performed with tandem technical support and the issue was either the cartridge or insulin. Customer changed pump supplies and resumed insulin delivery. Customers blood glucose was 262 mg/dl